Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, three days post-operatively on a veterinary procedure, the suture thread had broken. The body wall sutures are broken in the middle of the suture line. Both knots were intact but thread had snapped. To resolve the issue, the surgeon had to removed the broken suture and re-stitch the tissue. There were tissue damage as a result of the device problem.